Event description:
A peritoneal dialysis (pd) patient's wife, (B)(6), called fresenius customer service and mentioned the patient no longer needs the 4x4 island dressings on his otc list, the item has in past given him an allergic reaction. Making the patient break out at the site. The patient involvement is unknown, however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).